Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving lioresal (baclofen) (200 cg at 1865 mcg) via an implantable pump for intractable spasticity. It was reported that the healthcare provider (hcp) was notified last night the patient was admitted to the hospital with baclofen withdrawal symptoms. The hcp decided to do a dye study this morning to see if catheter was patent. The hcp could not get cerebra spinal fluid (csf) flow so the physician decided to replace the old catheter. The issue was resolved at time of the report, the patient status was alive no injury.